Event description:
Hill-rom rec'd a report from a hill-rom tech stating the brake not set alarm was inoperable. The bed was located at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found break switch inoperable. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked fr cuts, wear and quality of tread, etc. And replaced when necessary. Check the breaks to see whether the bead moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the break switch to resolve the issue. Based on this info no further action is required.